Event description:
An altitude alarm was reported from the pump, with the customer's blood glucose level at 15.4, which falls within the normal range. Despite attempts to clean the speaker holes and reload the cartridge, the altitude alarm recurred after resuming insulin delivery. The customer was instructed to wait two hours to allow any additional moisture to evaporate, and a follow-up was scheduled.